Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h6 (component code) should be: 525 -tube. New information added to the following fields: h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, white foreign material in a/w-channel and c-cover burnt, could not be identified. Although we confirmed foreign material in a/w-channel from provided photo by sbc, could not identify the material. The foreign material may have not been removed because reprocessing could not be conducted properly due to leakage at s-cover. We could not identify the foreign material. We could not specify the cause of the material remained in the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU.¿ olympus will continue to monitor the field performance for this device.